Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, while using unknown baxter pd disposables. The cause of peritonitis was constipation. The patient was not hospitalized for the event. The patient was treated for peritonitis with injection reflin intraperitoneally (ip) (1gm, once daily) and injection genta ip (80mg, twice daily). Outcome of peritonitis was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, then a follow-up MDR will be submitted.